Event description:
Eye infection case description: spontaneous, serious report, 2000021269us: this report was rec'd from an infection control nurse of three pts who developed postoperative eye infections after implant of a ceeon lens model 912. This report described a pt who underwent cataract extraction and implant of a 912/19.50(d) intraocular lens. Four days after surgery, pt developed an eye infection. There was no gram stain performed. Pt was treated with intravitreal amikacin, vancomycin, and dexamethasone. Pt's prognosis is good. The infection was resolving at the time of the report. Add'l info was rec'd on 09 jun 2000. The information regarding tests performed was corrected. The culture was negative and the gram stain showed gram positive cocci. A batch review of the lot number for the implanted lens revealed no observed deviation. Furthermore, there were no other complaints rec'd from this lot number. Case comment: this is one of the three reports of endophthalmitis occurring after surgeries performed on different days in the same institute. In that case the pt was treated with antibiotics and vitreous culture was performed. In general, isolated cases of infectious postoperative endophthalmitis are caused by a bacterium from the pt. The causal relation between the event and the intraocular lens is unlikely.